Event description:
During a peripheral stent deployment procedure, the balloon deflated and became entrapped in the stent. Excessive force stretched and tore the balloon. The entire system(balloon, wire, and guide catheter) was removed. It was also reported that some of the balloon material may have embolized in the peripheral anatomy. Pt status is listed as "ok".